Manufacturer narrative:
Additional information indicates this event is unrelated to the unable to exit MRI mode advisory. The patients ipg became inoperable following an unrelated surgical procedure wherein the device was not placed into surgery mode. Corrected data: h7 - all previously marked actions unchecked. H9 - fsca number removed.

Event description:
Additional information indicates this event is unrelated to the unable to exit MRI mode advisory. The patients ipg became inoperable following an unrelated surgical procedure wherein the device was not placed into surgery mode.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported the patient cannot exit MRI mode. As a result, surgery may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Corrected data: b3- date of event should be (B)(6) 2025. B5- patient was unable to disable MRI mode. H7- boxes were selected. H9 - fsca added. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22june2023.

Event description:
Additional information indicates that patient was not able to exit from MRI mode after setting ipg to MRI mode. Additional information was received confirming an abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Once the ipg was taken out of MRI mode, the patient controller and/or clinician programmer was able to bond with the ipg, and restored therapy.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
A4: added weight. H7: boxes were selected. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22june2023.